Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient previously implanted with cages in a minimally invasive instrumented dorsal fusion l4-s1 and plif insertion l4-s1 from left. It was reported that status after the initial surgery on (B)(6) 2023. The initial surgery was carried out without complications. Expandable cages were used. In the 2nd follow-up check 4 months after the procedure, the x-rays showed a loss of angle of the cages/ a partial collapse. This led to a loosening of the screws at l4-s1 with corresponding back pain (patient complained of increasing lumbalgia). Cage was dislocated ventrally and clearly exceeded the anterior border of the vertebral body. The revision procedure (respondylodesis with screw change l4-s1, cage change l4/5 from the left and reimplantation of a plif cage l5/s1 right) took place on (B)(6) 2023. The patient had wound pain. A cage has been removed. No further complications were reported/ anticipated.

Manufacturer narrative:
Updated event details. Updated eval. Code method as product is being returned radiographic image review stated that the l4-5 interbody graft appears collapsed. Possibly some subsidence at l5-s1 as well. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient previously implanted with cages in an unknown spinal therapy. It was reported that the cages collapsed 4 weeks after surgery. The patient has back pain again after collapsed cages. Physician had control of implants on (B)(6) 2023. No further complications were reported/ anticipated.

Manufacturer narrative:
H6: the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis part# 6069076 ; lot# 0959056w- visual and macroscopic inspection confirmed that the cage;s threads where the in strument meets the implant have been heavily damaged. During cleaning of the cage. A lot of debris was found and removed. Functional inspection confirmed that the cage was still able to expand and close without any issue after cleaning. H6: updated eval. Code method and eval. Code result post analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.